Manufacturer narrative:
(B)(4). Additional suspect medical devices component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model#: sc-4318, lot #: 18388887, description: clik x anchor. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection around the ipg site. It was reported that the infection was non-device related. The symptoms of infection were redness, swelling, and fever. The patient underwent an explant procedure. The patient was prescribed antibiotics. No device malfunction was suspected. The patient was doing well postoperatively.